Manufacturer narrative:
Leak testing of the returned introducer confirmed a leak at the valve caused by a tear at both ends of the mfg slit. The tear was consistent with insertion of an object too large for the seal. Review of the device history records confirmed this lot met mfg requirements prior to shipment. Date report submitted to FDA by MFR: 08/11/10. Date the initial reporter provided info to the MFR: (B)(6) 2010.

Event description:
It was reported there was a leak at the hemostasis valve. There were no consequences to the pt.